Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2 mg/ml dilaudid at 0.2 mg/day via an implantable pump for spinal pain. It was reported that the patient had a non-functioning catheter. There were no known environmental, external, or patient factors that may have led or contributed to the issue. Exploration surgery revealed no cerebrospinal fluid (csf) flow. The catheter was explanted and discarded and replaced with a new 8780. The issue was considered to be resolved and the patient's status was noted to be "alive - no injury". The date of the event was unknown. No further issues were reported or anticipated.